Manufacturer narrative:
The insulin pump was monitored for four hours with multiple basal rates, the device functioned properly. No missing segments or partial display noted. The device had minor scratches on the display window and no broken screen noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the screen on the insulin pump was damaged. Customer's blood glucose was 269 mg/dl. Customer stated when he fell asleep last night the device was fine and when he woke up it seemed as it was smashed, like pressure spots on two or three spots. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.